Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room (B)(6) 2019 due to high blood glucose level of 457 mg/dl. The customer's blood glucose level was 385 mg/dl at the time of incident. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they treated low blood glucose level with the insulin pump and was given injection of 2.0 units at the hospital. The customer reported that they experienced nausea and difficult breathing as a symptom related to high blood glucose level. The customer did not allege the insulin pump for under delivery. The customer reported that the insulin pump passed the displacement test. The insulin pump will not be returned for analysis.